Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited corrosion around the forceps elevator lever, wear of the adhesive around light guide lens and wear of the adhesive around objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion around the forceps elevator lever, wear of the adhesive around light guide lens and wear of the adhesive around objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.